Manufacturer narrative:
One opened trocar cannula hub assembly, in a container with a lid, in a bag with other items was received. The returned sample was visually inspected and was found to be non-conforming with damaged septum, hole was observed in septum. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The exact root cause for this complaint is unknown; the damaged condition of the valve could have contributed to the reported event; how and when the valve became damaged cannot be determined from the evaluation performed. A contributing factor to the hole in sample is that the probe was actuated during insertion/removal of the probe from the cannula during surgery. The exact root cause for this complaint is unknown therefore specific action for this complaint cannot be taken. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. This inspection includes evaluation for damaged valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that there was a leakage occurred as the closure valve of trocar did not function and water spurted from the trocar during vitrectomy after cataract surgery. The procedure was completed after the product was replaced with another one. There was no harm to patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).